Manufacturer narrative:
It is not known if the portions of the lead were available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day after being implanted, this right atrial (ra) lead was repositioned for unknown reasons. Approximately one year later, the patient experienced a dizziness and was near syncopal. Upon interrogation, high out of range impedance measurements were noted. Therefore, a revision procedure was scheduled for the ra lead. During the procedure, the ra lead was found to be completely severed. The distal portion of the ra lead was removed, but another procedure was required to completely remove the lead. No adverse patient effects were reported.